Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted.

Event description:
The customer reported that the device was not sealing well throughout a sleeve gastrectomy, but the surgeon kept using it. Later during the case, a portion of the blue jaws fell off the device and into the patient. It was retrieved and there was no patient injury.